Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A follow-up will be submitted with any relevant information.

Event description:
Device issue: none. Adverse event: in-stent restenosis. Onset of adverse event: approximately 8 months after implantation. It was reported that approximately 8 months post stent implant of a proximal right coronary artery (rca), the patient experienced angina. On (B) (6) 2010, the patient was hospitalized. On (B) (6) 2010, an angiogram was done indicating in-stent restenosis and treated with percutaneous coronary intervention (pci). On (B) (6) 2010, the event resolved and the patient was discharged to home. There was no adverse patient sequela reported. Although requested, there was no additional information provided.